Event description:
Pt reported an unk elevated blood glucose level; the blood glucose level was > 500 mg/dl on (B)(6) 2010. Pt stated she thinks the infusion device did not give the e4 (occlusion) error message. On call back from pt on (B)(6) 2010, pt reported she changed the infusion set on (B)(6) 2010 and in the night she woke up with an elevated blood glucose. Pt stated she removed the infusion set and checked the infusion set by attempting to bolus with the infusion device; no insulin came out of the need and the infusion device did not give the e4 (occlusion) error alert. Pt reported she changed the infusion set and was able to successfully bolus with the infusion device. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.